Event description:
Pedicle screw driver was returned damaged at distal end. Item was returned broken and intercepted at set check in. Surgeon/facility has failed to provide further information. Failure mode could occur due to excessive force. No further information provided. Cause indeterminate. No patient harm or injury was reported by anyone.